Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This right atrial (ra) lead was dislodged after pocket closure. The patient underwent surgical intervention to reposition the lead. The lead remains in service. No additional adverse patient effects were reported.